Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the pediatric patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient was at school and the cgm was reading 400 mg/dl therefore the insulin pump delivered more insulin. The actual bg values were lower than the cgm reading and the patient experienced weakness, dizziness ¿almost couldn't come up,¿ shaking, blue lips and fingers. The patient was with the school nurse, and she took a blood glucose reading which was reading 42 mg/dl while the cgm reading was still showing 400 mg/dl. There was no treatment administered by the nurse for hypoglycemia and it is unknown if the mother provided treatment when she arrived at the school. At the time of the report the patient is stable and okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 4/18/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the pediatric patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient was at school and the cgm was reading 400 mg/dl therefore the insulin pump delivered more insulin. The actual bg values were lower than the cgm reading and the patient experienced weakness, and almost couldn't come up due to dizziness, blue lips and fingers and shaking. The patient was with the school nurse, and she took a blood glucose reading which was 42 mg/dl and the cgm reading was still 400 mg/dl. There was no treatment administered by the nurse for hypoglycemia. There was no documentation of medical intervention. At the time of the report the patient is stable and okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.